Event description:
It was reported to boston scientific corp that an lynx suprapubic system was used during a sling placement procedure in 2004. According to the complainant, the pt presented with erosion. Several attempts at follow up have been unsuccessful.

Event description:
It was reported to boston scientific corporation that an lynx suprapubic system was used during a sling placement procedure on (B)(6) 2004. According to the complainant, the patient presented with erosion.

Manufacturer narrative:
(B)(4).